Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact. No additional information was provided. Multiples attempts were made by tandem technical support to follow up with the customer with no response.